Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 did not work.

Manufacturer narrative:
H6: dislodged anvil. Based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.